Manufacturer narrative:
Additional h-3 summary: it was reported breakage suture. One open box with six unopened samples of product was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-04069, 2210968-2020-04070, 2210968-2020-04071, 2210968-2020-04072, 2210968-2020-04073, 2210968-2020-04074.

Event description:
It was reported that the patient underwent scar revision procedure on an unknown date and suture was used. During the procedure, the sutures were snapping. It was reported that the doctor opened new sutures to complete case. There were no adverse patient consequences reported.